Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encore probe has returned for evaluation. On the visual evaluation of the device, it appeared bloody and the aperture closed fully. No specific anomalies or damage noted to the probe. On the functional evaluation of the probes, it can be able to attach with the in-house driver and calibrated without any issue. On further, probe meets the acceptance level of full vacuum test and partial differential test. Then the probe able obtain six beef samples without any issues. However, the vac button was used to obtain sample second and fifth. Therefore, the reported suction issue has unconfirmed as the probe meets the acceptance level of full vacuum test. However, the investigation has confirmed for the identified filling issue as vac button has used to obtain the sample. A definitive root cause for the alleged suction issue and identified filling could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through fibroma tissue, the deivce allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through fibroma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.